Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 6/7f mynx grip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved via manual compression for less than 30 minutes. There were no reports of patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 7 french non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity and there was little presence of pvd/calcium in the vicinity of the puncture site. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. The device will be returned for further analysis and evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved via manual compression for less than 30 minutes. There were no reports of patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 7 french non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity and there was little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The balloon lost pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sheath used in the procedure was not returned with the device for the evaluation; nevertheless, the syringe used was observed to be returned and attached to the returned unit with the stopcock opened. The sealant and advancer tube were not returned; therefore, the conditions observed led the investigator to infer that the deployment mechanism was completed when the device was used. Functional testing was executed by using the returned syringe and a cordis lab syringe. The balloon could not be inflated as a puncture could be observed during the microscopic test. A microscopic analysis was performed of the balloon to confirm the state of the surface and body. During the analysis, it was observed that a puncture was present in the balloon¿s surface. This puncture was concluded to be the attributable cause of the balloon inflation difficulty reported. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the puncture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (little vessel tortuosity and little presence of pvd/calcium within the vicinity of puncture site) and/or concomitant device factors (although not returned) likely resulted in the rupture reported since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.